Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shocks due to atrial fibrillation with rapid ventricular response. Programming changes were made to ventricular only. The patient's condition was good following the programming changes.

Event description:
New information received notes the device was explanted. Further information was requested but was not yet received.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, d10, h1, h3, h6.

Manufacturer narrative:
Correction: b1 & b2 should have been blank as the explant was unrelated to original event, h1 should remain "malfunction" instead of "serious injury".

Event description:
New information received notes the device was explanted successfully and replaced for reasons unrelated to the original event - it had reached the elective replacement indicator (eri) . There were no other issues noted on the device. The patient was in good condition.

Manufacturer narrative:
Inappropriate therapy was not confirmed by analysis. The device acted appropriately based on how it was programmed. Interrogation of the device revealed that the device was at the elective replacement indicator (eri) when received. The device was tested and functioned normally on the bench. No device anomaly was detected.